Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display, the display did not return after 3 to 4 battery changes. Customer's blood glucose was unknown. Customer declined to troubleshoot. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the operating currents are within specification. The insulin pump passed displacement test and self test. No unexpected blank display noted during our testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.